Event description:
It was reported that the 9800 system intermittently had loss of fluoro and mini images in the image directory. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the hard drive and replaced the ac plug. The system functions as intended.